Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report # 3005099803-2008-05550. It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, tracking difficulties were encountered. The lesion was located in an unspecified biliary duct. The physician attempted to back-load the rx 7 x 7cm stent delivery system (sds) over an unspecified guide wire, however, the guide wire "pushed the metal wire that controls the introducer out the side port". The physician removed the device and attempted to back-load a second of the same device, however, "a similar problem [occurred] and the clear introducer came off completely". The device was removed, and the procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "fine".